Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting loss of capture (loc) and a rise in pacing impedance measurements, though no values were out of range. The patient experienced greater than two seconds of asystole due to the reported loc. The field suspected the rv lead was fractured, but this has not been visualized with x-ray or fluoroscopy. For now, no intervention has been performed and the rv lead continues to remain implanted and in service. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). No further information regarding this event has come in from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.